Event description:
Procedure: sleeve gastrectomy. According to the reporter: the first fire seemed to lock and could not complete firing sequence. The black knobs were retracted and another load was used. Then on the fifth fire the staple line appeared inconsistent with some staples not forming at all and bleeding occurred. The staple line was over sewed to correct the problem. Approximately 2 hours was added to the case time.